Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 17dec2018. International UDI: (B)(4). Philip's international service technician confirmed the reported light emitting diode issue. Philip's international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the green power on/off light emitting diode did not turn on. There was no patient involvement. The event date was not specified; estimate used.